Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the mega suturecut needle driver and performed failure analysis. The instrument was analyzed and the instrument was found to have a broken distal pitch cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation. .

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the control wire of the mega suturecut needle driver instrument broke. The issue happened while the surgeon was suturing in hernia mesh. The needle was dropped and retrieved during the same procedure. The procedure was completed with a backup instrument.